Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that staff were having "endless problems the pump reading upstream occlusion" in regards to unspecified spectrum infusion pumps. There was no known patient injury or medical intervention associated with this event. No additional information is available.